Event description:
It was reported that during a robotic prostatectomy procedure, both devices were firing scissored clips as well as pear shaped. This was not the first firing, there may have been some twisting and pressure applied to the device. There was minor bleeding that was controlled with a clip. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.